Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss due to moisture damage to electronic assemblies and corroded battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery was low after 1 day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.